Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue on 16-apr-2026. The blockage was in the tubing which leads to high blood glucose levels and was treated with correction injection via multiple drug injections (mdi).